Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Excessive battery discharge was noted. No excessive hv therapy was delivered. The patient will be monitored. The device will be explanted and replaced at eri. The patient is doing well.

Manufacturer narrative:
Please retract this MDR 2938836-2015-30395 as there is no complaint on this device.

Event description:
New information received indicates that previously reported excessive battery depletion is now seen as expected device behavior.